Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was admitted to the emergency room due to not feeling well. The patients heart rate was around 40 beats per minute and it was noted that the patient experienced undesired sensation due to over stimulation by the device. This device was checked as end of life was suspected due to a previous follow up showing evidence of possible battery depletion. Upon device interrogate an error message appeared that 'voltage was too low for remaining expected longevity'. A replacement of the device was planned. No adverse patient effects were reported.

Manufacturer narrative:
This device was planned to be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient was admitted to the emergency room due to not feeling well. The patients heart rate was around 40 beats per minute and it was noted that the patient experienced undesired sensation due to over stimulation by the device. This device was checked as end of life was suspected due to a previous follow up showing evidence of possible battery depletion. Upon device interrogate an error message appeared that 'voltage was too low for remaining expected longevity'. The device was explanted and will be returned. No additional adverse patient effects were reported.